Event description:
It was initially reported to philips that the heartstart mrx defibrillator showed an x on the screen and the 12 lead was not working. It was clarified that the device showed a red x inop error therapy knob malfunction. There was no patient involvement.